Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received a vibratory alert for high, out of range pacing lead impedance. High capture threshold was also noted. The patient was in good condition at the time of follow up. The lead was subsequently capped.